Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for unknown indications for use. It was reported that a motor stalled and recovered when the patient came in for a refill today. The healthcare provider (hcp) noted that the patient had experienced some clonus, but they do not know if that was related to the pump. The hcp does not believe the patient has had magnetic resonance imaging (MRI) since this pump was implanted. There was no indication of a motor stall in the pump logs. The hcp accessed the pump and got back the expected residual volume. The agent reviewed that the pump appears to be working as expected. The troubleshooting steps that were taken on the call resolved the issue.